Manufacturer narrative:
The initial MDR was submitted without a 510k number but this device does have a 510k associated with it. The 510k number is k013971.

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Results - bd two received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for missing labels with the incident lot was observed. A review of the device history record could not be performed as a lot number was not provided for this incident. Conclusion - missing labels is mainly caused by a timing issue on the labeling equipment.

Event description:
It was reported that bd vacutainer plus citrate tube were missing labels. No injury or medical intervention reported.